Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the left ventricular (lv) lead exhibited failure to capture. It was noted, that the lv lead had exhibited increase in capture threshold, due to lv lead losing slack over time. The lv lead was still in place. The lv lead was capped and replaced on (B)(6) 2024. Patient condition was stable. Gallant hf dt.